Manufacturer narrative:
Based on the reported event, it is not expected that the product was related to the event. As a missed dose does not indicate a failure of the device or a harm associated with use of the device, anika does not consider this a serious event related to anika's device and no further investigation will be completed and this will be a final report. Anika is submitting the report only to provide these conclusions based on the information provided in the medwatch form. A supplemental report will be submitted upon receipt of new and relevant information. This case will be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees, caused or contributed to a potential patient event documented in this report. On 16mar2026, it was reported to anika via medwatch report number (unt-(B)(4) that a patient was receiving a planned knee replacement after a fall and fracture of tibia and fibula treated surgically with implants a year prior. It was indicated that the patient missed a monovisc dose. There was no indication of a previous monovisc injection. There was no malfunction reported. The current status of the patient is unknown. The medwatch report initially identified the device as a concomitant device. The report indicated that monovisc was no longer considered as concomitant medication and was updated to co-suspect medication.